Manufacturer narrative:
Results: the penumbra smart coil (smart coil) embolization coil was intact with the pusher assembly and had offset coil winds. Conclusion: evaluation of the returned device revealed that the smart coil embolization coil had offset coil winds and gaps. If the introducer sheath is not properly seated inside the microcatheter hub prior to advancement, resistance may be experienced and damage such as this may occur. The offset coil winds caused resistance when advancing the smart coils during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating (ic-pc) artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple coils using a non-penumbra microcatheter. Wile attempting to advance a smart coil through the microcatheter, the physician then experienced resistance and was unable to advance the smart coil more than 4 cm within the microcatheter; therefore, the smart coil was removed. The physician flushed the microcatheter and then reattempted to advance the smart coil, but was still unable to; therefore, the smart coil was again removed. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.